Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately high compared to her expected results. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The reporter stated the patient obtained blood glucose results of "152, 139, 182 and 167 mg/dl." It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. At an unspecified date/time after the start of the alleged issue, the reporter claimed the patient felt disoriented and passed out. The reporter stated the patient was administered a glucagon injection as treatment and was admitted into the hospital. The reporter could not specify results obtained from the emergency room (ER)/ hospital meter. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia and received medical intervention from a health care professional (hcp) after the alleged meter issue began.